Event description:
Additional information received indicated that the patient¿s implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock lead impedance via the patient¿s monitoring system. This is an on-going issue. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Event description:
Additional information was received that no action will be taken at this time. There has been no adverse patient effects.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high shock impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the shock impedance measurement for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to be high and out of range. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received.

Manufacturer narrative:
Upon receipt of the implantable cardioverter defibrillator (ICD) at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that the rv lead had not been fully inserted by evidence of the lead seal ring marks in the header rv port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--